Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable inr results for 1 patient from a coaguchek inrange meter serial number (B)(4). At 2:55 pm the result from the meter was 4.5 inr. At 3:01 pm the result from the meter was 3.7 inr. At 3:12 pm the result from the meter was 2.4 inr. There was no allegation of an adverse event. The customer was healthy and the physician did not change the customer's medication based on the meter results. A different finger was used for each fingerstick. The customer had no antiphospholipid antibodies, no direct thrombin inhibitors, and no new medications. The customer's diet has changed and is eating softer foods. The customer's therapeutic range was 2.0 - 3.0 inr. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr, donor 2 inr: 2.4 inr . Donor 1 hct: 38% , donor 2 hct: 37% . Results: donor 1: retention meter with masterlot strips: 3.0 inr , donor 1: customer meter with customer strips: 3.1 inr . Donor 2: retention meter with masterlot strips: 2.5 inr , donor 2: customer meter with customer strips: 2.5 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.